Event description:
A surgeon reported that during a cataract with intraocular lens (iol) implant procedure, the phaco tip began shaking at the phaco stage, when three quarters of the lens had already been aspirated and power was lost in the tip. At the same time, the surgeon saw a 4-5 mm piece of the tip on the last piece of lens. The surgeon applied viscoelastic and using the "lensatula" he managed to extract the tip out of the eye. The wound was slightly stretched as a result. The procedure was able to be completed following a delay of 15 minutes. Additional information has been requested.

Manufacturer narrative:
No phaco samples were returned for evaluation. No lot number was identified with this complaint, therefore, a lot history review could not be conducted. The root cause cannot be determined from this evaluation. All phaco tips are 100% visually inspected prior to their release. (B)(4).